Manufacturer narrative:
(B)(4)

Event description:
The event was reported by customer from USA: "broken prong of power supply cord. Mr. (B)(6) stated that somebody had pulled the power cord out of the power outlet and got one of its prongs stuck to the wall."